Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The customer stated that the patient was an adult.

Event description:
It was reported that on (B)(6) 2020 at 2033 the device was programmed to infuse a primary infusion of cyclophosphomide/ cisplatin/ etoposide/ doxorubicin chemotherapy combination to infuse at a rate of 47.6ml/hour with a vtbi of 1143.3ml for the duration of 24 hours and 1 minute. The chemotherapy infusion did not complete until (B)(6) 2020 at 0232 resulting in a duration of 30 hours. In reviewing infusion pump data, it is noted that between (B)(6) at 2033 and (B)(6) at 2034 (when infusion should have ended) the infusion was paused/alarming for a total of 5,755 seconds (roughly 1 hour and 36 minutes). Additionally, between (B)(6) at 2034 and (B)(6) at 0232, the infusion was paused/alarming/running at kvo rate (5 ml/hr) for a total of 2,728 seconds (roughly 46 minutes). Combined this is about 2 hours and 22 minutes. Accounting for these times when the infusion was not running or running at very low rate, the infusion actually ran about 3 hours and 38 minutes over what was programmed. There were no adverse effects caused to the adult patient from the event.

Event description:
It was reported that on (B)(6) 2020 at 2033 the device was programmed to infuse a primary infusion of cyclophosphamide/ cisplatin/ etoposide/ doxorubicin chemotherapy combination to infuse at a rate of 47.6ml/hour with a vtbi of 1143.3ml for the duration of 24 hours and 1minute. The chemotherapy infusion did not complete until (B)(6) 2020 at 0232 resulting in a duration of 30 hours. In reviewing infusion pump data, it is noted that between 1/3 at 2033 and 1/4 at 2034 (when infusion should have ended) the infusion was paused/alarming for a total of 5,755 seconds (roughly 1 hour and 36 minutes). Additionally, between 1/4 at 2034 and 1/5 at 0232, the infusion was paused/alarming/running at kvo rate (5 ml/hr) for a total of 2,728 seconds (roughly 46 minutes). Combined this is about 2 hours and 22 minutes. Accounting for these times when the infusion was not running or running at very low rate, the infusion actually ran about 3 hours and 38 minutes over what was programmed. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Additional information: d11 the report of the device infusing slower than expected was determined to be the result of numerous alarms requiring additional time to complete the programmed infusion. ¿ the pcu error log showed no errors having been recorded on the reported event date ¿ the pcu event log showed that on (B)(6) 2020 at 8:32 pm, the suspect device received a remote IV of 1143.3 ml of chemo combo to infuse over twenty-four (24) hours at a rate of 47.6375 ml/hr. During the infusion, the suspect device programmed one (1) 5-minute delay and recorded thirty-eight alarms for patient side occlusion, and was paused multiple times, for a total stop time 1 hr 50 min 54 sec before callback after infusion was recorded. A callback after infusion was recorded on (B)(6) 2020 at 10:34 pm, approximately 11 minutes after the infusion was expected to complete (accounting for the recorded stop time). ¿ two additional infusions totaling 150 ml were programmed and successfully completed when expected. ¿ log review did not confirm the customer¿s account of stop time. ¿ testing showed the pumping mechanism was operating within specification. ¿ inspection of the pumping mechanism showed that it was manufactured by a third party company. ¿ the event administration tubing set was not returned for investigation. The root cause of the device infusing slower than expected was found to be numerous pump alarms. When the device is in an alarm state, the infusion stops, therefore requiring additional time to complete the programmed infusion.